Event description:
A lighted mammary retractor light cord was on and laying on patient's abdomen over drapes. It was noted that there were holes in the first assistant's gown by scrub technician. The light was then turned off.